Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is experiencing significant pain at the ipg site. The discomfort reportedly starts at the left upper buttock and spreads across the patient's back. An appointment with the physician has been scheduled for further review.